Event description:
It was reported that during an unspecified spine surgery, it was observed that the motor device had a hole in the air hose portion of the drill. There were no delays in the surgical procedure as an identical spare device was available for use. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. The reporter stated that the event occurred on december 2014; however, the exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device hose was damaged by the muffler which was indicative of pulling on the hose instead of the muffler to disconnect it from the autolube. Therefore, the reported condition was confirmed. The assignable root cause was determined to be component damage caused by misuse, abuse and possibly user error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.